Event description:
A patient noticed that their meter results were higher than the lab and decided to go to the hospital and get their insulin adjusted. Patient was in the hospital for 11 days. Insulin adjustments were based on lab results. Patient did not have any symptoms of high or low blood sugar. Patient did four comparisons to the lab. The patient reported blood glucose results of 212 mg/dl with a lifescan meter and 137 mg/dl on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt reported blood glucose results of 282 mg/dl with a lifescan meter and 182 mg/dl on a laboratory device, performed within 5 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby inndicating a potential malfunction of the meter in terms of accuracy. The patient also reported blood glucose results of 214 mg/dl with a lifescan meter and 138 mg/dl on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. And the last comparison patient reported was a blood glucose results of 224 mg/dl with a lifescan meter and 110mg/dl on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.